Event description:
During a remote follow-up, the data in the transmission was not able to be reviewed due to an error message. The device was reprogrammed to resolve the event. The patient was stable.